Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 60 mg/dl and alleged insulin over-delivery. The customer treated for the low blood glucose with food. Customer¿s blood glucose level was 164 mg/dl at the time of the call. The customer does not use the auto mode feature. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. However, insulin dripped from the end of the set before connecting at their site. The customer also noted that the motor was loud when bolusing. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will be returned for analysis.